Event description:
Procedure type: inguinal hernia repair. According to the pt's medwatch report: the product was laparoscopically implanted in pt's abdomen in 2005. A few months later, he experienced pain in his testes while washing. As time went on, the pt began to lose his sexual drive and ability. Six months later, he was experiencing significant pain in the kidney area, light kidney stones, extreme periods of sweating and pain in groin area. Pt went to the hospital ER and was diagnosed with a urinary tract infection. However, problems persisted for eight months. After eight months of heavy doses of antibiotics and anti-inflammatory medications (which led to pancreatitis), he became so ill with pain and other symptoms that he had to be hospitalized (one of several hospital stays). After a battery of tests, it was determined that issues were due to the product. The pt had part of the product removed and felt immediate improvement. He has stated that the remaining product is still causing considerable problems, which are being managed with heavy pain medication, ongoing therapy, and pain management. The pt is requesting that the surgeon remove the remainder of product which is located near femoral arteries. The pt questions whether the mesh was properly installed or whether his body either became allergic to the mesh or is rejecting it. The medwatch report reflects the following dates: dates of use: 2005-2008, event date: 2007, implant date: 2005, explant date: 2008.